Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main printed circuit board had failed. (B)(4).

Event description:
It was reported that the external pulse generator (epg) could not be turned on. The epg was returned for servicing. There was no patient involvement.